Event description:
Doctor reported events of "persistent dysphagia", nausea, vomiting, regurgitation, gastroesophageal reflux, "failure to thrive", gastric prolapse, band slippage, "grade ii erosive reflux-induced esophagitis", and pseudocysts within one banding pt from journal article: gastric prolapse with pseudocysts following laparoscopic adjustable gastric banding", jsls, journal of the society of laparoendoscopic surgeons (2011) 15:542-545.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. Based on the info provided that the band was lap-band(r) advanced platform (ap) the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore analysis or testing has been done. Band slippage, pouch dilation, cysts, dysphagia, nausea, vomiting, regurgitation, "reflux-induced esophagitis", and failure to thrive are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolve by band deflation in some cases. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported. After gastric restriction procedures." Device labeling addresses the reported event of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended, nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage." Device labeling addresses the reported event of reflux as follows: "contraindications: the lap-band system is contraindicated in: 1. Pts with inflammatory disease of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."